Event description:
It is reported that the device was implanted in 2008, and revised in 2009, due to a malposition cup. When removed, the liner looked worn and revealed a slight yellowing effect. Other reasons for revision listed dislocation and wear. The shell was not returned for review as it is still implanted.

Manufacturer narrative:
Eval summary: the returned liner shows indentations and marks across the inner surface, as well as mild discoloration to both the internal and external surfaces. Sem analysis indicates the yellow discoloration of this component material has been reported to occur due to in vivo absorption of synovial liquid proteins. There is no evidence that in vivo discoloration of polyethylene components has an impact on performance or longevity. Differences in pt chemistry, especially various lipids, may cause slight discoloration in some cases. This discoloration should not be confused with oxidation. Studies of retrieved components in vivo up to 8 yrs have shown little to no oxidation, even when discoloration is present. Prior to testing for oxidation, the discoloration can be reduced by extracting the absorbed lipids. The returned femoral head has one long, complex scratch and no other indications that could lead to liner wear. Most likely the revision surgery occurred due to the malpositioned acetabular cup. Subsequent dislocations likely contributed to the adverse wear, scratching, and indentation of the liner. No x-rays were returned for review. Based on the available info a definitive root cause could not be ascertained at this time. Eval: device history records indicate all components were mfg and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.